Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which, is being used as an off-label biv ICD, delivered shock therapy. During an in-clinic follow up, noise was observed on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels, however, was unable to be recreated. Additionally, the rv lead exhibited low out of range pacing impedance measurements less than 200 ohms. It was noted that chronic pacing impedance measurements had been around 207 ohms. A review of the device's stored episodes, revealed a previous episode of noise and oversensing that resulted in approximately two seconds of pacing inhibition. Boston scientific technical services (ts) discussed programming and testing options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local field representative that the physician planned to continue monitoring the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.